Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Boston scientific issued a field safety notice in september 2018 regarding a subset of devices in the accolade pacemaker family that had experienced an increased rate of premature battery depletion due to a compromised capacitor. Boston scientific's subsequent investigation determined that any accolade family pacemaker built with a specific, discontinued low voltage capacitor is potentially susceptible to this behavior; therefore, boston scientific expanded the advisory population in june 2021 to include all accolade family pacemakers built with this specific low voltage capacitor. This particular device is included in the hydrogen induced premature depletion advisory population. In 2021, a manufacturing improvement was implemented to minimize hydrides in a device component, which when coupled with moisture, can produce hydrogen.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. The device was subsequently explanted and replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. The device was subsequently explanted and replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. This product remains in service. No adverse patient effects were reported.